Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, expulsion, foreign body in patient and embolism it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1. On (B)(6) 2021, the patient returned to the hospital for a follow up appointment. However, echocardiography showed one of the implanted clips had complete detached from the leaflets, causing damage to the leaflets. Mr also increased to a grade of 4. With fluoroscopy, it was observed that the detached clip had migrated and localized in the femoral artery. No additional treatment has been performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported expulsion per the physician appears to be related to patient¿s anatomical conditions. The reported tissue damage, embolism, foreign body in patient and mitral regurgitation (mr) were due to the complete clip detachment (expulsion). Tissue damage, embolism, mitral regurgitation and foreign body in patient are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.